Event description:
It has been reported to philips that the system would not boot up. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the suite pc. The device was returned to expected functionality.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Review of the log files confirmed the reported malfunction. The fse performed the functional analysis and found that the suite pc process had crashed. Upon troubleshooting, the fse confirmed the suite pc was defective. The failure analysis of the suite pc confirmed the cause of the failure with the ssd (solid state drive). However, the fse replaced the suite pc and reinstalled the software which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.